Event description:
During a breast reduction procedure the plastic tip of the disposable electrosurgical electrode broke off. No patient injury noted by surgeon. Both pieces were removed from field. Mfg date: 2021-06-28. FDA safety report ID #(B)(4).